Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited farfield oversensing of ventricular pacing. In addition, a lead safety switch (lss) was triggered due to a low out-of-range ra pace impedance measurement less than 200 ohms, and was later followed by high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed possible ra lead dislodgement, however x-rays appeared normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Battery power consumption jumped up disproportionately to the therapy delivery and the battery of this pacemaker showed approximately 11 months remained after less than 4 months since the initial implant procedure. It was determined that the pacemaker's behavior was consistent with an anomaly on the pacing portion of the analog integrated circuit. In addition, the right ventricular (rv) lead exhibited a sudden drop followed by a return to baseline in pace impedance trends, however rv pace impedance measurements remained within normal limits. The ra lead was evaluated with a pacing system analyzer (psa) during the pacemaker changeout procedure and high pace impedance measurements between 1,500-1,700 were observed with no capture at maximum outputs. In addition, the helix would not retract. The pacemaker was explanted and replaced, and the ra lead was surgically abandoned and replaced. The rv lead remains in service. No additional adverse patient effects were reported.